Event description:
According to the info rec'd, the pt became symptomatic sometime in 12/2001, approximately six months after the connector was implanted. The graft was noted to be stenosed at the anastomosis site and a 12mm stent was placed. The stenosed area was successfully reopened and the connector remains implanted. The pt was reported to be recovering and asymptomatic. Add'l info has been requested.